Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The customer's blood glucose reading was 9mmol/l. Troubleshooting was performed. The drive support cap was protruded and the customer pushed it back in while using the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.